Manufacturer narrative:
(B)(4). Batch # n53f3c. The analysis results found that the ntlc75 device was received with the anvil detached and with no reload present. In addition the channel shroud was noted to be damaged, the anvil tip and the anvil sub assembly were missing from the device. No functional test could be performed due to the condition of the device. It is possible that the damaged was due to an improper handling of the device, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, after the third shot, the anvil detached when they tried to remove the recharge. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.